Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. (B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pelvic pain, vaginal discharge, urinary incontinence, sexually inactive, excessive thirst and urination, grade one anterior wall prolapse, grade one-two rectocele, grade one-two enterocele, mesh erosion , vaginal pain, possible persistent infection of the vaginal mesh area treated with flagyl and estrogen vaginal cream, inability to control bladder, dyspareunia, removal of foreign body mesh from anterior/posterior vaginal wall, vaginal vault suspension to high uterosacral ligament, reverse perineoplasty, cystoscopy, grade one cystocele, tight vaginal introital caliber; vaginal burning, vaginal walls bleeding and anterior posterior wall adhesion, bleeding areas cauterized with silver nitrate after washing vagina with saline and then 1gm of estrace placed, urinary frequency, nocturia and scarring.